Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the OEM ss 20mm vented vial access device experienced a missing component. The following information was provided by the initial reporter: no air filter.

Manufacturer narrative:
Correction: after further review of the information provided, this complaint is a duplicate of 371220 (reported as manufacturer report number 9616066-2020-02118) and is being canceled.

Event description:
It was reported that the OEM ss 20mm vented vial access device experienced a missing component. The following information was provided by the initial reporter: no air filter.